Event description:
It was reported that the pump and the lumbar portion of the catheter were removed due to infection. It was added that there was wound breakdown at medial edge of pump observed during examination/palpation. Drugs delivered via the device were dilaudid, droperidol, bupivacaine, baclofen (compounded) and clonidine. Patient outcome was noted as recovered without sequela as of (B)(4) 2012.

Manufacturer narrative:
Catheter model: 8835, serial # (B)(4), implanted: unk, explanted: unk; catheter model: 8709, lot # n310382005, implanted: unk, explanted: unk. Analysis of the pump revealed no anomaly; normal device function. An incomplete catheter (model 8709) was returned in segments; analysis of the same revealed no significant anomaly; acceptable catheter testing.